Manufacturer narrative:
360 unused cadd cassette reservoirs were returned to investigate previously reported leaking. A visual inspection and a functional testing was performed to investigate the issue. No damages or other workmanship defects were detected and there were no leaks found in the samples. Root cause could not be determined since no anomalies were found on samples received for evaluation. No actions were required since the reported malfunction was not confirmed.

Event description:
Upon filling the cassette kit, clamp on the cassette hose could not be closed. The bottom of the hose was pressed, but despite that, solution trickled out of the hose. It was noted to have seeped out after being weighed, and was put on the bench-about five seconds. Some were reported to have tricked slowly, while some ran profusely. It was reported that the same filling weight and limits have been used for a very long time, and filling weight was stable throughout the filling. The problem seems to be linked to batch number 3910185. No adverse effects reported.